Manufacturer narrative:
H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported that her sensor failed. She was unable to monitor her readings due to the failed sensor. The patient was unable to provide how long the sensor had failed before she experienced dka. The patient was unable to provide information if she did any fingerstick before experiencing dka. The patient was taken to the hospital. The patient was unable to provide any fingerstick taken at the hospital. She was treated with insulin IV at the hospital. The patient stayed at the hospital for less than 24 hours. At the time of the call, she was still recovering. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.